Event description:
It was reported that a neuroguard model number: ng-0730-140-2 lot number z2460850a was used in the left proximal carotid artery - common of a patient with soft tissue and 75% - 80% stenosis. Lesion length = 20mm-30mm and diameter unknown. No abnormalities reported in relation to anatomy, a non-contego sheath (7x90 terumo destinations), and a medtronic spider were used during the procedure. The vessel was not predilated but was post dilated using the neuroguard balloon. The device was prepped as per IFU with no issues noted. It was reported that the delivery wheel for stent stopped working. The stent was positioned across the lesion in the internal carotid artery, when wheeling to deploy the stent, the wheel stopped working they had to close the filter and remove the system completely out. A new neuroguard system was used and this was successfully deployed. No issues or patient injury reported for this event. Additional information was received from the sales representative: the device was prepped correctly outside of the body before going into the patient. Once inside the patient the table was removed and the physician started to wheel back the outer sheath back down to the top of the stent. At this point the filter was open and deployed, once the filter was deployed the physician try to continue to bring back the wheel the stent but the wheel will not bring back the outer sheath to expose the stent.

Manufacturer narrative:
Root cause: the device failure occurred due to manufacturing operator error. At multiple points during the handle assembly, operators are trained and procedures instruct to verify the pull wire is not trapped. Lot history records verify that a new operator assembled this device who failed to verify the pull wire was properly assembled. Summary of the investigation: it is believed the pull wire formed a loop to due being trapped between the handle halves. The loop did not resolved itself and therefore, lead to the pull wire forming a kink. The kink lead to pull wire fracture during de-sheathing. We have been able to successfully (sic) recreate the loop inside the handle which is a hypothesis of what could have happened and have shown that a loop can cause a wire to break at lower than specified tensile. We have not been able to cause a formed loop to break inside the handle as described in this complaint. The user was able to retract the blue sheath to expose the filter frame chassis. They opened the ffc and then when they attempted to retract the sheath further to deploy the stent the pull wire broke. This most likely means the amount of tension on the pull wire was less during the initial de-sheathing movement of the sheath and then was greater when attempting to de-sheath further deploying the stent. This MDR is a remedial submission made in direct response to FDA form 483 observations to ensure full reporting compliance. The associated complaint was originally classified as non-reportable; however, following a retrospective reassessment, the manufacturer determined that the event meets the reportability criteria under 21 cfr part 803. This submission fulfills our commitment to correct the initial reporting determination